Event description:
The right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular sensed. This report reflects info received by FDA in the form of a notification per 803.22(b)(2).